Manufacturer narrative:
Other, other text: h6 - evaluation codes: updated. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was intubated for three days, then it was found that the catheter was leaking. There was no patient adverse event or injuries reported.